Event description:
It was reported the rigid video scope had a broken cable; when connected it had a normal image which immediately turned into a blur with purple on the screen. The issue occurred before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The "no image" with "partial smear" was due to a broken video cable. Based on the results of the investigation and information obtained from this complaint, the most probable cause was traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a broken cable; when connected it had a normal image which immediately turned into a blur with purple on the screen. The issue occurred before an unspecified procedure. There were no reports of patient harm.